Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: cib, drew, onsite, has a smoking smell. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause(s) could be a bad safelight cable. Not following the user guide safety - warnings. Advise to calibrate the light source unit. Error counts: e2:1,e22:4,e25:1 points to possible issues with the led module. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.